Event description:
It was reported that after a factory reset and during the device relearning period, the user experienced elevated blood glucose to 230 mg/dl post-meal with subsequent decline to 202 mg/dl, and experienced difficulty pairing the ilet to the android mobile app until later guidance resolved pairing; whether insulin was being delivered was questioned, and delivery appeared to be occurring as glucose trended downward. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.